Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The customer reported that the force bipolar instrument¿s cable broke. Intuitive surgical, inc. (Isi) received the instrument for evaluation. The instrument was analyzed and was found to have a loose grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the grip cable broke while gripping the string of the tissue retrieval bag, and the tip then opened. There were no problems removing the instrument through the cannula. No photographic images are available. The device is available for return under rma33006163-d